Event description:
It was reported that customer is requesting a dispatch on their delta since the screen went black in the middle of a case and they were not able to get it back on until this morning. No patient injury. The monitor was switched out during case.

Manufacturer narrative:
A complaint was submitted where it was reported that the delta screen went black in the middle of a case. The draeger technician verified that the cited monitor was not docked properly to the infinity docking station (ids) and therefore it was not receiving ac power. As a result, the delta monitor was running on the devices internal battery. The cause of the issue was due to the internal battery power becoming completely depleted which caused the delta to shut down. Several requests were made to determine if the monitor alarmed while it was running on battery power at 10% and 5% of capacity and then a final alarm when the battery was completely depleted. This information could not be provided. The customer confirmed the delta monitor operated as intended when it was properly docked to the ids. The delta has been returned to use with no further issues or errors reported.

Event description:
It was reported that customer is requesting a dispatch on their delta since the screen went black in the middle of a case and they were not able to get it back on until this morning. No patient injury. The monitor was switched out during case.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.